Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed battery out limit. The customer was unable to clear the battery out limit alarm. The buttons stopped responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the functional testing due to the keypad anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. Unable to verify the battery out limit alarm due to the keypad anomaly.